Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was attempting to prime her insulin pump and she was unable to. Customer stated that the buttons were unresponsive and it took several clicks for them to work. Customer also stated that she was unable to hear the beeps when pressing the buttons. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin had intermittent button response due to moisture damage keypad traces. The audio beep functioned properly when pressing the act button. No audio beep anomaly noted. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.